Manufacturer narrative:
(B)(4). The product involved in the report has been returned. One used sample was returned with a product label. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard meaning there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occurred. The suctioning did not occurred as well when the valve was placed in the locked position. The device history record for the lot number, m5299t512, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the thumb valve on the closed suction catheter leaked. No reported patient injury and no additional details available at this time.